Manufacturer narrative:
(B)(4). Batch # m55p96. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colostomy reversal procedure, the staples failed to deploy anteriorly. The surgeon hand sewed the remainder of the anastomoses. There were no adverse consequences for the patient.